Event description:
The intralaser fs laser was used to create a corneal flap for bilateral lasik surgery. Postoperatively the patient presented with epithelial ingrowth bilaterally. The physician performed intervention to remove the epithelial cells. The patient responded to treatment and the postoperative uncorrected visual acuity is 20/20. The association between the event and the device is unknown.